Manufacturer narrative:
Concomitant medical products: addr01, ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also noted that the right ventricular (rv) lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.